Manufacturer narrative:
The device was not returned.

Event description:
It was reported that an asymptomatic patient presented in clinic after having issues sending remote transmissions. Upon interrogation, it was noted that the implantable cardioverter defibrillator could not be interrogated with rf telemetry. A device download will be performed in clinic. The patient remained stable before, during, and after the device interrogation and will continue to be monitored.

Event description:
New information on (B)(6) 2017 revealed that the patient was brought in-clinic for a scheduled device download. The firmware was downloaded successfully. Rf telemetry was restored to the device. The patient remained in good and stable condition.